Event description:
A pt was sent home from the hospital the day before the event date with a 6060 pump for tpn infusion. At 8pm, the rn started the pump with a delay of 4hrs, upramp 1hr, downramp 1hr and vtbi 1100ml. The calculated maximum rate was 157ml/hr; the keep open rate was set at 5ml/hr. The total infusion time (including delay) should have been 12hrs. The pump was placed in a backpack. The next day at 2:15am, the pt's spouse called the rn, stating that the pump had alarmed "air-in-line" at 1:30am and that the bag was "bone dry". Pt's spouse had disconnected the pt from the pump and flushed pt's line with 20cc of saline. Pt said pt "felt funny" at that time (which was then determined to be dizzy feeling pt had felt prior to the incident). Spouse stated that there was no leakage, determined by the lack of fluid inside the backpack. The rn doubled-checked the programming with spouse. When the pump was tuned on, it displayed "level rate resume?". The rn instructed spouse to press "yes" and the pump displayed a rate of 157ml/hr (the same as the level rate). The rn then instructed spouse to press "run" and "infusion data" and the pump displayed "vtbi 948.6ml, time remaining 6:33". At approx 4am, the rn called the pt to make sure pt was ok and pt said that pt had been urinating more due to the excess fluid and was thristy.